Manufacturer narrative:
Per the instructions for use (IFU), complications associated with the use of bioprosthetic heart valves include pvl and central ai. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. According to the physician's training guide for the ascendra delivery system, 'if there are significant paravalvular jets (2+ or greater), consider post-dilating the valve. Post dilate with the same balloon. Do not add volume to the delivery system.' The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician's training manual instructs the physician on the proper steps and techniques for successful valve deployment. The physicians are also trained to consider patient factors such as, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include sub-optimal image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. Additionally, per the ifus for the sapien valve with the ascendra delivery system, embolization: air, calcification or thrombus, are among the potential adverse events from the procedure. From the medical literature, during tavr the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. Among the multiple possible causes of embolic material are thrombotic coronary arteries, potentially dislodgeable mural thrombus (from mi or aneurysm), prolonged (more than 3 minutes) wire dwell time during attempts to cross the stenotic aortic valve, or failure to carefully wipe and immerse guidewires in heparinized saline before their reintroduction during left-sided heart catheterization (ref. Grossman's cardiac catheterization, angiography, and intervention, volume 1 p. 42 by donald s. Baim, william grossman). It was also noted that the patient had been placed on cardiopulmonary bypass, which has been associated with events of post-surgical mesenteric ischemia and/or embolism. The root cause of the central ai as stated by the operators was over expansion of the sapien valve. In this case, the operator post dilated the fist sapien valve by adding 1cc diluted contrast which is not a recommended procedural step, per the physician's training guide for the ascendra delivery system.

Event description:
As reported via the edwards clinical specialist, post deployment of the 23mm sapien valve, moderate paravalvular leak (pvl) was noted. A decision was made to add 1 cc diluted contrast to the balloon for post dilation, which resolved the pvl but central aortic insufficiency (ai) was noted. On echo imaging the outer diameter of the sapien valve was 24.3mm. A decision was made to implant a second 23mm sapien valve which resolved the central ai. The perceived root cause of the event, per the operators, was over expansion of the first sapien valve during post dilatation. It was also reported that the patient had been placed on cardiopulmonary bypass and had a mesenteric embolism and expired as a result on the following day.